Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Company rep reported patient's right knee was revised due to periprosthetic fracture of the posterior aspect of the tibia.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a tritanium baseplate was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that on x-rays at 6-weeks post arthroplasty already a patellar fracture was evident with also the baseplate loose, probably a fracture in the proximal tibia and the baseplate migrated in valgus malalignment with medial baseplate lift-off. It took another 6-weeks before a periprosthetic fracture in the proximal tibia was further confirmed on a CT-scan and revision surgery undertaken with exchange of the baseplate for a cemented version of the same device. He further states it is quite likely that an unknown patient trauma (because not reported or due to lack of information), has been a principal factor to contribute to the problem and caused the pp-fracture. This represents an overload condition by external traumatic forces which is a typically patient-related event that is beyond control of anyone. -device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that possibly an unreported ¿stumble¿ or fall early post arthroplasty has contributed to a periprosthetic fracture around baseplate as well as patellar device requiring revision surgery within 3-months of initial arthroplasty. The exact cause of the event could not be determined because insufficient information was provided. Further information such as patient history and additional follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received, if devices or additional information become available, this investigation will be reopened.

Event description:
Company rep reported patient's right knee was revised due to periprosthetic fracture of the posterior aspect of the tibia.